Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented in clinic. The right ventricular lead exhibited high capture thresholds. The lead was capped and replaced successfully on (B)(6) 2016. The patient's condition post procedure was good.